Event description:
There was an allegation of questionable calcium gen.2 and glucose hk gen.3 results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the low initial results which prompted them to repeat the samples. Sample 1 had an initial calcium result of 3.1 mg/dl. The sample was repeated on another analyzer and the result was 8.6 mg/dl. Sample 2 had an initial glucose result of 34 mg/dl. The sample was repeated on another analyzer and the result was 81 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent information was not provided. The customer stated that they found kim wipes in the in the water bath filter. The investigation is ongoing.

Manufacturer narrative:
After removing the kim wipe from the filter, the customer performed calibration and qc successfully. The root cause of the event was found to be a user handling error. No product problem was identified.